Event description:
It was reported that it was thought the pump was shut down sometime two days prior to the date of the report. The reporter stated they had not contacted their health care provider (hcp) and they were not sure if they were ill or ¿what was going on¿. It was noted the pump had been alarming for approximately one month and the reporter was not sure which alarm it was. The patient was hearing a single beep once every 6 hours, once or twice a day, and then they were hearing it every hour, 4 tones; a melody like the english police siren. Then it was noted the patient had been talking to their pain management hcp. The patient was nauseous and felt worse every day. The reporter noted they imagined the pump was shut down because the alarm started approximately the same time or shortly after the symptoms started. The critical and non-critical alarms were played for the reporter and they did not think those were the alarm s they were hearing. The patient had been trying to set up an appointment to change/replace the pump. The reporter noted the ¿end date¿ was (B)(6), and later noted elective replacement indicator (eri) was (B)(6). The pump was refilled last week, but that the reporter knew it was close to replacement. The reporter was redirected to the patient's hcp. The pump was being used to deliver dilaudid. It was later reported that telemetry had not yet been performed. The reporter stated "I didn't know it was going to stop". The patient saw the hcp a couple days ago and they tried to get a reading on the pump but could not. The reporter did not know why they could not. It was noted the patient had an appointment on (B)(6) 2014. The patient had previously been on morphine but was now on dilaudid.

Manufacturer narrative:
Concomitant products: product ID neu_unknown_cath, serial# unknown, implanted: (B)(6) 2007, product type catheter; product ID neu_unknown_prog, serial# unknown, product type programmer, physician. (B)(4).